Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that when she returned to the car her pump screen was blank, but the pump was beeping. Agent had customer insert a new battery. Display returned, but pump showed e-8. Customer cleared the error. Accessed error history. No error was found today that would account for the display being blank. No adverse event alleged. A request was made for the return of the device.